Event description:
There is 1 each that have a little splice by the blood pump segment and was leaking. Occurred during treatment. The patient is okay. Patient lost approximately 300cc's of blood that was in the tubing segment and not returned to the patient.